Event description:
Case description: this case was linked with (B)(4), referring to the same patient. This spontaneous report was received from a us healthcare professional and concerns a female patient. The patient was injected with belotero balance into the temples (off label use of device), on (B)(6) 2026. Belotero variant used for treatment was unknown. Belotero balance was diluted with radiesse (+) and non-sterile saline to a total volume of 0.5 ml (product preparation issue, intentional device misuse) for injection into the temples. The lot number for belotero balance was not reported. On (B)(6) 2026, three days after the belotero balance injection, the patient experienced complications in the right temple that represented a vein occlusion or compression. The outcome of the event was unknown.

Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of belotero balance. Off label use of device, product preparation issue and intentional device misuse were coded only for formal reasons. Injections into the temples is no approved indications for belotero balance in the us. Dilution of belotero balance with non-sterile saline and radiesse (+) for injection into the temples is not approved based on the currently valid us instructions for use leaflet of belotero balance. According to the IFU, it is clearly stated that belotero balance should not be directly mixed with any other products prior to injection of the device. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.